Manufacturer narrative:
Pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with dog chew marks on the reservoir compartment, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that their dog jumped on the table and chewed up the pump. The customer reported damage on the front by the keypad and by the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.